Manufacturer narrative:
Evaluation showed that the site put the reference frame on backwards after going sterile. Patient had to be closed, re-draped and re-registered to complete the case which is a revision surgery.

Event description:
A site representative reported that during a cranial case, the stealthstation treon guidance system would not show red cross hairs in the navigation screen. He was unable to confirm but believed the cranial reference frame and the passive planar blunt probe were green but the cross hairs were red. The surgeon registered the patient with a 1.1 accuracy. Proceeded on to navigation to check his accuracy and could not get his cross hairs to go green. The site representative said he re-booted the system and they went back into navigation, but the accuracy was off by 20 cm. The surgeon opted to continue the surgery without the use of the stealthstation. There was no impact on the patient outcome.